Event description:
It was reported that the right ventricular lead had high impedance with alerts. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had high impedance with alerts. It was also reported that there was varying resistance impedance. Follow-up was conducted and from the information obtained, it was reported that no intervention has taken place. The patient is being monitored and is doing fine. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.